Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a f/u call regarding malfunctions he had described on a survey. His blood glucose was unk at the time of reporting. But, his most recent reading had been 91mg/dl. He had previously reported that his insulin pump had shut off unexpectedly and he had received no delivery alarm on a few occasions. He was educated as to the common causes of and ways to avoid these problems. The customer was unable to troubleshoot at the time of reporting. No equipment is being returned. No add'l info was reported.